Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not evaluated.

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was 292 mg/dl. Reportedly, the customer administered a manual injection. During troubleshooting with tandem's technical support, the customer programmed a bolus through the infusion set and no drops of insulin were seen followed by an occlusion alarm. The customer removed the infusion set from the cartridge luer lock and delivered another bolus. No drops of insulin were seen from the end of the cartridge patient line and no occlusion alarm declared.